Event description:
Customer reported via phone, he was having issues with the insulin pump when he administered large bolus it alarms no delivery. Customer's blood glucose was 401 mg/dl. Troubleshooting was performed customer performed fixed prime and insulin did exit. Customer was unable to remove site to check for bent cannula as he was at work. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.